Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system, since after a physical confrontation. X-rays of the pt's scs system have been taken. X-rays results are not known at this time. Surgical intervention to address the issue is planned for a later date.